Manufacturer narrative:
Complaint no: (B)(4). Evaluation summary: the device was not available for evaluation; however a retained sample from the same lot was evaluated. A visual inspection and gravity flow testing were performed. No leaks, malfunctions or abnormalities were identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a cut in the drip chamber of a vented paclitaxel set. This was noted before use. There was no patient involvement. No additional information is available.